Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing and guide wire were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the extender tubing approximately 2.3cm from the female leur tip. The reported problems were most likely triggered by a leak which was found on the extender tubing. The penetration found appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the patient had an intra-aortic balloon (iab) inserted via the sheathless method. An extended tubing was utilized and connected to the console. After which an alarm "auto fill failure" was generated. The iab was replaced and the alarm was not regenerated. Careful review of the problem balloon noted a hole at the end of the iab extension tube. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the patient had an intra-aortic balloon (iab) inserted via the sheathless method. An extended tubing was utilized and connected to the console. After which an alarm "auto fill failure" was generated. The iab was replaced and the alarm was not regenerated. Careful review of the problem balloon noted a hole at the end of the iab extension tube. There was no injury or harm to the patient.